Event description:
It was reported that the patient had chest pain on the lower left side. High capture thresholds were observed during testing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.